Event description:
It was reported that during an ask hip surgery, the electrode head detached from the electrode during ablation inside the patient, using forceps, the piece was removed. A backup was available to complete the procedure successfully, with no significant delay and no patient injuries reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification shows extensive screen/electrodes wear with scratch/scuff marks and discoloration on the spacer and cap. The insulation on the shaft is damaged and compromised. The spacer with electrodes is completely detached and was returned with the device. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation the detached spacer/electrodes from distal end shows strong contamination/discoloration; the part was returned for further investigation with the device; after bypassing the error e-7 the device shows minimal reaction on the end of the wires on ablate/coag min./max. Settings; cause of the detached spacer/electrodes the device produced no longer plasma as specified. "Hence" any further functional test is impossible. The complaint was verified, however the root cause could not be determined with certainty since the device was comprehensively used. Excessive wear of the distal end including the insulation on the shaft results from vigorous use against bony surfaces; the wand is supplied sterile, and is for single use only. Do not clean, resterilize, or reuse the wand, as this may damage or compromise the performance resulting in product malfunction, failure, or patient injury. Cleaning, resterilization, or reuse of the wand may also expose the patient to the risk of transmitting infectious diseases or results in irregular wear leading to malfunction. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.